Manufacturer narrative:
Investigation pending.

Event description:
Customer reported two potential false negative urine hcg results vs quantitative beta hcg testing. Customer reported two false negative hcg results from two different pts. Urine samples were tested using hcg combo device sp brand rapid test with negative results. The two pts were then tested using a quantitative (beta) hcg test with positive results - 100miu/ml and 84miu/ml. No other pt info was provided such as time of last menstrual period. No samples and no kit to be submitted.